Event description:
Customer reported that there was smoke emanating from the scanner. Upon investigation, it was determined that the root cause of the smoke was a component of the anthode power module. The component on the module is made of a self extinguishing material.

Manufacturer narrative:
Device is still in transit from customer to phillips so as of this submission, the device has only been evaluated by field service engineer. (B) (4)